Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the injector was overriding the lens, and the lens was explanted during initial procedure. During loading the second lens the injector again overrode the lens. The procedure was completed on same day with no patient harm. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).